Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the blue handle offset gratebatch reamer was broken.

Manufacturer narrative:
Product complaint (B)(4). Based on further analysis, it was determine, depuy synthes is not the legal manufacturer of the product. The complaint has been forwarded to the supplier for further analysis.